Manufacturer narrative:
The sequence of events was reported to be as follows: pt ID (B)(4) opened instead and showed that they would be treating fraction 4. Radiation therapists closed pt at this point and reported problem. It was clarified that the rtts did not create another apt in time planner. It was clarified that the apt was in completed status. Screenshot of apt history was captured. Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A previously treated patient's treatment plan, re-loaded at the 4ditc for treatment of the next patient. Patient ID (B)(4) was highlighted and mode up on the 4ditc between 10:34am and 10:49am. The customer completed a treatment on the 21ex unit with obi and aria running v8.6. Only one other patient was checked in and as such, the new patient was highlighted on the patient list at the 4ditc station; the therapist clicked "okay" and the patient that was just treated loaded on the workstation and indicated it was on the next fraction (fx 4; fx 3 had just been delivered). Typically you cannot select a patient that was already completed. The customer did not attempt to modeup to test if the dosimetry limits would have prevented the treatment. No injury or misadministration was reported as a result of this event.

Manufacturer narrative:
The sequence of events was reported to be as follows: radiation therapists closed pt at this point and reported problem. It was clarified that the rtts did not create another apt in time planner. It was clarified that the apt was in completed status. Screenshot of apt history was captured. Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A previously treated patient's treatment plan, re-loaded at the 4ditc for treatment of the next patient. Patient ID (B)(4) was treated on (B)(6) 2010 at 10:34 am. The customer completed a treatment on the 21ex unit with obi and aria running v8.6. Only one other patient was checked in and as such, the new patient was highlighted on the patient list at the 4ditc station; the therapist clicked "okay" and the patient that was just treated loaded on the workstation and indicated it was on the next fraction (fx 4; fx 3 had just been delivered). Typically you cannot select a patient that was already completed. The customer did not attempt to modeup to test if the dosimetry limits would have prevented the treatment. No injury or misadministration was reported as a result of this event.